Event description:
Reviewed surgeon's report which states, he found a broken sign nail 6 years post surgery. Patient x-ray was reported to show nail break at the fracture site. X-ray was not clear on this point. Assume cause to be long term full weightbearing on non-union. Unconfirmed by x-ray. No indication of product defect.